Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Investigation summary: customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the images provided: the images were reviewed, and the complaint condition could be confirmed the distal tip of the device was observed to be stripped. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. However, the stripped condition might have caused the device interaction issue. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Conclusion: the complaint condition was confirmed. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for a surgery. During the surgery, when the surgeon inserting the screws and noticed that the screw was not advancing well. It was found that the screwdriver was not correctly engaging the screw head as it didn¿t sit fully. The hex screwdriver appeared worn. The surgery was completed successfully with 5 minutes delay. There was no fragment generated. The patient has no consequences. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) 2.5mm hex driver shaft self-retaining l 100mm qc. This report is 1 of 1 for (B)(4).